Event description:
The device was returned due to repair. Upon physical inspection, a torn (uso) upstream occlusion seal found. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue could not be duplicated. However, further investigation revealed a torn of (uso) upstream occlusion seal. The cause of the issue was unknown. The upstream occlusion seal was replaced. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.